Event description:
It was reported that the 3.5 x 15 mm nc trek balloon catheter was un-packaged and the protective sheath was attempted to be removed, but resistance was noted. Force was used to remove the sheath, and the nc trek was advanced to the lesion. The balloon was attempted to be inflated, but would not inflate, and was removed without issue. A new 3.5 x 15 mm nc trek balloon catheter was un-packaged, but resistance was again noted during removal of the protective sheath, and it could not be removed. No force was used with this device, and a new balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported inflation issue was confirmed. The inner member was separated at the proximal balloon marker; however, the balloon was not in two pieces and was still intact. The protective sheath was not returned; therefore, reported difficulty to remove the protective sheath could not be confirmed. A proxy indeflator was used in attempt to inflate the balloon, but the balloon would not inflate, as fluid was leaking from the inner member separation noted. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the possible cause for the failure mode was a result of difficulty in removing the balloons protective sheath. The data suggested a possible product deficiency, which requires procedural changes to optimize the process in manufacturing. Effectiveness checks will be put in place monitor the effectiveness of the implemented corrective and preventative actions.

Manufacturer narrative:
(B)(4). Date of event estimated as (B)(6) 2013 (event reportedly occurred one month prior). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.